Event description:
It was reported that the patient¿s m106 battery life was shorter than expected. The patient came into the clinic and the device was disabled and the battery was near end of service. A review of device history records for the generator and lead shows that no unresolved non-conformances were found. Programming data was reviewed. Available data shows that the device did deplete prematurely. Results of an internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths during manufacturing process. No additional or relevant information has been received to date.

Event description:
The generator was replaced. The explanted generator has not been received into analysis to date.

Event description:
The explanted generator has been discarded and is not available for return and analysis.